Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) showed an increase in shock lead impedance (sli) and in general in all lead impedances. The sli is high, out of range. After analysis it was determined that the impedance increase appears to be more related to a patient condition rather than a system issue. It was recommended to continue monitoring the patient. The ICD remains in service at this point. No adverse patient effects were reported.